Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve (B)(6) was deployed once to 80%, at a depth of 2mm on the non-coronary cusp (ncc) and 3-4mm on the left coronary cusp (lcc). Contrast was injected and both the left coronary artery (lca) and right coronary artery (rca) filled. The team decided to release the valve. Once released, the valve slightly dislodged aortic to about 0mm on the ncc and lcc. The ncc pig tail catheter for contrast injections was pinned behind the valve upon release, therefore a j wire was inserted to safely remove the pig tail catheter. At the same time, the valve dislodged further cortically into the sinuses, causing an occlusion in the rca due to the shallow depth of implant. The patient was stable, and imaging with contrast, x-ray and echocardiogram were performed. The team decided to snare the valve to pull it back away from the coronaries. Once the valve was snared back, the pressure continued to trend down. The patient developed arrhythmias, therefore cardiopulmonary resuscita tion (CPR) and cardioversion were started, lasting for 40 minutes. Cardiac monitoring and medication were also used. In the meantime, a second valve (B)(6) and delivery catheter system (dcs) were prepared in case a second valve needed to be delivered. However, the patient was unable to recover from the ischemia caused by rca occlusion. No cardiac motion was noted on echocardiogram, and the patient passed away from cardiac arrest caused by ischemia. Per the physician, there was a causal relationship between the death and the device and procedure.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product type: compression loading system (cls) product ID: d-evolutfx-2329; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.